Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a replacement procedure was performed due to high out of range pacing impedance measurements on the right atrial (ra) lead. It was also noted that the ra lead was not pacing and the values were out of range for more than one year. It was confirmed by x-ray that the distal pin of the ra lead was not fully connected to the device. The device was explanted due to normal depletion and it was confirmed that the ra lead was not fully inserted. A new device was implanted with the existing ra lead. The device will not be returned. No additional adverse patient effects were reported.